Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 4 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient expired on (B)(6) 2015 due to a hemorrhagic stroke. The healthcare providers were not aware of any device issues associated with the outcome. The patient had a therapeutic inr with no history of a stroke. The pump will not be returning for evaluation as the patient expired at home. No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.